Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an impedance alert for high and undefined rv defibrillation impedance. Varying rv defibrillation impedance and pacing impedance was noted as well as high and undefined pacing impedance. In addition, there was noise on the electrogram during pocket manipulation. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.